Event description:
Information was received based on review of a journal article titled, "the risk of manipulation under anesthesia due to unsatisfactory knee flexion after fast-track total knee arthroplasty which aimed to analyze if fast-track tka can be considered safe considering rates of knee manipulation and if there is an associated between knee rom at time of discharge and the need for later manipulation, using the agc cemented, fixed bearing cr prostheses manufactured at biomet. This study consisted of (B)(4) total knee arthroplasties operated on in 2011 at (B)(6) hospital (B)(4). Manipulation of the knee was performed in (B)(4) of (B)(4) tkas (5.89%) due to unsatisfactory range of motion after total knee arthroplasty. Patients undergoing mua had a statistically significant lower range of flexion and a greater extension deficit at the time of discharge when compared to the non-mua group. Seventy-one percent were discharged with a flexion greater than or equal to seventy degrees combined with an extension deficit of less than or equal to ten degrees. The occurrence of manipulation under anesthesia for these patients was 4.3%. The prevalence of knee manipulation showed a statistically significant associated with the achieved knee flexion at discharge. Median length of stay was two days. Nine of the manipulations were with biomet agc cruciate retaining knees. Twelve manipulations were either competitor products or biomet vanguard rocc rotating platform knees. Additionally, the article indicates that there were 20 knees that were excluded from the study due to revisions. It is unknown which products were revised or what the reasons for revisions were. In conclusion, compared with literature findings fast-track tka surgery may be considered safe based on the acceptable rate of knee manipulations after tka.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. Initial reporter - the article was written by (B)(6), the risk of manipulation under anesthesia due to unsatisfactory knee flexion after fast-track total knee arthroplasty, knee (2015), http://dx.doi.org/10.1016/j.knee.2015.02.008. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.

Manufacturer narrative:
(B)(4). This report is being submitted late as it has been identified in remediation. This follow-up report is being submitted to relay additional information. The following sections were updated: added additional information, added patient and device codes, added health professional, added additional manufacturer narrative. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) and complaint history review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Manipulation under anesthesia (mua) was performed for 21 knees post tka, due to unsatisfactory range of motion (rom). Patients required manipulation under anesthesia - cr (crucial retaining) = 9 and rp (rotating platform) = 12. It is unknown which product prostheses were used.